Manufacturer narrative:
Result: footboard shell.

Event description:
It was reported by service report that the footboard inner and outer shell was cracked leaving the potential for fluid ingress also there were exposed sharp edges that could cause lacerations/cuts. No pt involvement or adverse consequences are reported.